Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies returned to manufacturer for investigation.

Event description:
It was reported that on (B)(6) 2015, the patient underwent congenital spinal deformity correction surgery. During the surgery, there were three products found slipped and could not be used anymore. The surgeon had to change to others to complete the surgery. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.